Event description:
It was reported by the independent repair center that the unit is alarming, has low o2,the sieve beds are saturated and has an odor. No patient injury reported, no additional information provided.